Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA:(B)(4).

Manufacturer narrative:
Corrected data: in the initial MDR section h6 patient code was inadvertently left blank, however patient code 2645 should have been provided as there was no patient contact. Additional information was received, and the following fields were updated accordingly: section d-10: device available for evaluation: yes. Section d-10: returned to manufacturer on: 06/30/2020. Section h-3 device returned to manufacturer: yes. Device evaluation: the device was evaluated under microscope the box looks damaged, but the device, the pouch and the sealing of the pouch is in good condition. The reported issue was not verified, and it could not be determined if the condition reported is related to manufacturing process as the device was open and all the units in this p/o were manufactured within specifications, there was no discrepancy found. Based on the product returned evaluation a product quality deficiency or product malfunction could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed, the product was manufactured and released according to specification. Historical data analysis: a search revealed that no other complaint for this production order number have been received. Conclusion: as a result, of the investigation there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted; give date: not applicable as the iol was not implanted. If explanted; give date: not applicable as the iol was not implanted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
When removing the intraocular lens (iol) from product packaging it was reported the sterile packaging looked compromised and doctor called for another lens. The lens was not removed from sterile packaging and there was no patient contact. Through follow up, additional information was received clarifying the inner package around the tip of the injector looks as if it had been folded or crinkled in the box and is very close to having a tear or hole. The doctor felt the sterile packaging was compromised and therefore no longer sterile. No additional information was provided.